Event description:
It was reported that the patient experienced chills, a fever, swelling in the abdomen, a cloudy drain solution and a site infection coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the site infection. The patient was reported to have been feeling okay at the time of this report. The patient's drain solution was cloudy for the first couple of days, but the fluid cleared up after a few days of (unspecified) antibiotic therapy (dose and frequency not reported). The antibiotics were administered through needles (intravenous) and into the patient's twin bags during exchanges while the patient was in the hospital. The patient was discharged from the hospital. The pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up report will be submitted